Manufacturer narrative:
Product complaint # (B)(4). Maude report#: mw5089890. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2018 and the mesh was implanted. It was reported that in 2019 it was discovered that the hernia returned in same place. It was also reported that it was suspected that the mesh failed and needs new repair. It was also reported that the device is implanted at this time.